Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Approximately six months later, the aus was explanted and replaced with a downsized cuff. No further patient complications reported.